Manufacturer narrative:
Correction: e1 (email): information was received on 10-nov-2020 indicating event date and indicating that there were no patient consequences. Device evaluation: one smiths medical medfusion pump was returned for analysis with the top and bottom case in an excellent condition and no visible contamination. During analysis, the reported issue was able to be duplicated during power up process and error was found recorded in the history log. It was noted that the force sensor was out of calibration and was the cause of the reported issue. Service recalibrated the pump to correct the reported issue. Service also performed power up process and all functional test passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had an error code "system failure forced test 0.83) all the time. The was no reported adverse event.